Event description:
New information received notes programming changes were made on the patient's device.

Manufacturer narrative:
Additional information: b5, g3, h2, h6.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the clinic. Upon interrogation, it was observed the patient's right ventricular lead was oversensing and had a low defibrillation impedance. No intervention was performed, and the physician elected to continue to monitor the lead. The patient was in stable condition.